Event description:
It was reported that the patient was going to have the paddle lead revised and have a percutaneous lead put in. The patient had coverage intra op and then did not have coverage in post op. The doctor did not think that he could get any better with the paddle lead so they were going to pull the paddle lead and place percutaneous leads. The patient¿s pain area was their foot. Later it was reported that the physician opted for a 2x8 lead. The patient had great coverage and was doing well. It was later reported that the lack of coverage was due to placement and there was nothing wrong with the explanted lead.

Manufacturer narrative:
Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 39565-65, lot# va0ptpu016, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).